Event description:
The customer reported that the spo2 parameter was lost for an undetermined time period.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported inform system blood glucose result of 104 mg/dl, lab result of 11 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Biomedical engineer noted that this vial of strips had been poured onto a nursing cart and had been used from that pile on the cart. Strips not available for return, replacement sent.